Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch up cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, frayed wires were identified on the wrist of a tenaculum forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.